Event description:
It was reported that the surgeon experienced difficulty inserting the articular surface into the tibial tray. After several, an additional surface was opened to complete the procedure.

Manufacturer narrative:
Evaluation summary: visual examination shows that the inner dovetail lip is compressed down on one side, indicating that it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique; however more info would be needed to conclusively make that determination. Evaluation: dimensional analysis of the device reveals that it is conforming to print specifications. Device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected.